Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had multiple pump error alarm. The blood glucose was unknown. The customer stated that they were unable to clear the alarm and complete the rewind. The customer stated that displacement test was performed and delivery stopped error was found. The device will be returned for the analysis.

Manufacturer narrative:
Device passed the self test. Pump error 41 alarmed during rewind due to a jammed gearbox. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test due to pump error 41 alarm. Pump error 39 unknown.